Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) blood pump rotor tubing guide roller came loose and damaged the blood tubing, causing a leak. There were no diagnostic messages or audible alarms. The bmt changed the rotor and the machine ran fine. Upon follow-up, the bmt confirmed the reported event and stated during a patient's hemodialysis (hd) treatment the blood pump rotor guide post pin sleeves were loose and cut and cut a hole in the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the machine was removed from service and the blood pump rotor was replaced with a backup blood pump rotor. Per bmt the rotor was original to the machine and the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss (ebl) was unknown. Immediately following the event, it was unknown if the patient was switched over to a different machine to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation if needed.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) blood pump rotor tubing guide roller came loose and damaged the blood tubing, causing a leak. There were no diagnostic messages or audible alarms. The bmt changed the rotor and the machine ran fine. Upon follow-up, the bmt confirmed the reported event and stated during a patient's hemodialysis (hd) treatment the blood pump rotor guide post pin sleeves were loose and cut and cut a hole in the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the machine was removed from service and the blood pump rotor was replaced with a backup blood pump rotor. Per bmt the rotor was original to the machine and the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss (ebl) was unknown. Immediately following the event, it was unknown if the patient was switched over to a different machine to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation if needed.